Event description:
It was reported the patient presented prior to procedure. Upon interrogation, it was discovered the atrial lead exhibited an increased capture threshold and the right ventricular lead oversensed noise that resulted in pacing inhibition. The right ventricular and atrial leads were explanted and replaced. The patient was in stable condition.